Manufacturer narrative:
The company service rep examined the system and replaced the lpas controller. Preventive maintenance was performed. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system not able to complete aspiration. The facility biomedical engineer reported a system message displayed during surgery. The surgeon completed the case with a manual technique. Additional info received stated the case was almost completed. The surgeon finished the final aspiration of the oil manually. No pt injury was reported.